Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the 9600 system's c-arm intermittently would not boot up. No pt injury was reported.